Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm, off no power, failed battery test, battery out limit alarms or unexpected battery power loss due to motor error alarms. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error and failed battery test. Customer's blood glucose level was 6.0 mmol/l. The insulin pump alarmed battery out limit and unexpected restart after changing the battery. The customer also received an off no power alarm. The insulin pump alarmed failed battery test again after troubleshooting. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.